Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and did not charge pump battery. There was no reported impact to customer's blood glucose. Reportedly, the usb cable was replaced to resolve the issue.